Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017. (B)(4). A ge healthcare service representative performed a checkout of the equipment. The power controller board was replaced.

Event description:
The hospital reported that, during a case, the unit shut down. There was no reported patient injury.